Event description:
It was reported that this system with a high voltage lead triggered an out of range shock impedance alert. There has been a gradual rise. Reprogramming the alert trigger value was discussed. The right ventricular automatic threshold showed good values. An x ray analysis was recommended to evaluate the lead to pg connection. A max energy sync shock was recommended. The patient is being monitored on latitude and the alert status has been changed. A max energy shock is going to be scheduled. At this time the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.